Manufacturer narrative:
(B)(4). The customer reported multiple issues with the device including that the device failed to discharge, the device displayed an x and that nothing happens when power is loaded. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported multiple issues with the device including that the device failed to discharge, the device displayed an x and that nothing happens when power is loaded. There was no reported pt involvement.